Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic hysterectomy, the needle end broke off. An x-ray was done but the needle could still not be located. A new device was used by the surgeon to complete the procedure.